Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/26/2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/09/2023. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure on unknown date two weeks prior the aware date of this report. It was noted that no complications were identified during the placement procedure. The patient was planned for 45gy intensity modulated radiation treatment (imrt). Computed tomography (CT) follows up scan an infiltration of the hydrogel was identified. The hydrogel looked like is entirely between the outermost layer of the rectum and the next layer, involving the serosa and mucosa. The magnetic resonance imaging (MRI) images were reviewed, and the hydrogel appeared at the base, where could be some infiltration of the serosa. Inferiorly, the hydrogel seems to be between the mucosa and the serosa. Then, as we moved to the apex of the prostate, the hydrogel seems to be against the mucosa. It was recommended to do wait two weeks and if there is not sign of ischemia, proceed with 45 gy and iodine - 125 boost. However, it is unknow if the treatment was delayed or continue as planned. The issue was reported as ongoing. No patient symptoms were reported. No further information has been obtained despite good faith efforts.